Event description:
It was reported that during an unknown procedure the generator displayed an error code 1, generator fault. There was no pt consequence.

Manufacturer narrative:
Based on the analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found the main pcb was causing the unit to boot up with error code 1. To correct the customer complaint, the analysis site replaced the main pcb. Per the service manual, performed calibration and tests, with the unit passing all tests. The unit has not been returned for service prior to this event, therefore, no service history review can be done. Complaint info is trended on a rgular basis to determine if further investigation is warranted.